Manufacturer narrative:
Investigation: the service technician checked out the machine for this event, resulting in the replacement of the red blood cell (rbc) detector. An internal report, shows no further related issues have been reported for this device. Investigation is in-process. A follow-up report will be provided.

Event description:
The customer would like the run data file investigated to determine a possible cause for the elevated white blood cell (wbc) content in the platelet product. There was not a transfusion recipient or patient involved at the time of the residual white blood cell (rwbc) testing, therefore no patient information is reasonably known at the time of the event. The disposable set is not available for return because it was discarded by the customer. The wbc count is unavailable at this time.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided.

Manufacturer narrative:
This report is being filed to provide additional information.

Manufacturer narrative:
Investigation: the customer did not provide the lot number pertaining to this event,therefore a device history record (DHR) search could not be conducted for this specific incident. All lots must meet acceptance criteria before release. Repeated attempts to get the run data file from the customer were unsuccessful. Root cause: the disposable set was unavailable for return and evaluation. A definitive root cause for the observed leukoreduction failure remains undetermined at this time. No problems were found with the device at the time of checkout.